Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular loss of capture was observed on the remote monitor report. Additional information was received and reported that both the atrial lead and ventricular leads were dislodged and verified via xray. Device therapies were turned off and the leads remain implanted. It was further reported the cardiopulmonary resuscitation was required and the patient was intubated. No further patient complications have been reported as a result of this event.